Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the f/u performed on (B)(4) 2013, a warning message was displayed that stated that the device had been reinitialized twice since its beginning of life (the last reset occurred on the day of implantation). An analysis was requested. Preliminary analysis confirmed that normal ICD behaviour has been restored since the last reset.